Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, back haptic didn't fold properly during loading therefore, the lens was not used. The surgery was completed on the same day. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).